Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a basket and basket pull-wire detachment and surgical intervention occurred. The lesion was located in the distal common bile duct. The rx lithotripter compatable basket was advanced to the stone and was able to successfully capture the stone. Upon attempting to manually crush the stone, the stone was unable to be crushed. The physician placed the handle of the basket into a another MFR's pressure gun. Upon mechanical crushing of the stone, the distal tip of the basket failed to disengage and the coil over-sheath separated in the mid-catheter. The handle broke off which in turn pulled off the over-sheath, leaving the basket and basket pull-wire inside the pt. The physician attempted to retrieve the basket and basket pull wire by enlarging a previous sphincterotomy with unspecified balloon catheters, however, this was unsuccessful. The pt was taken to the operating room where the basket and basket pull wire were surgically retrieved. The pt's status is reported as "recovering".